Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia while using the ilet during the learning phase, with a peak of 250 mg/dl and a nadir of 46 mg/dl, and the user expressed concern that alarms were not heard; device alert history showed alarms were generated, and the user, who is hard of hearing, was instructed on adjusting alarm volume and educated on meal announcements, the learning phase, and avoiding overcorrection of lows. Symptoms included low blood glucose requiring self-treatment with oral glucose and no reported loss of consciousness or other acute complications. Outcomes included transient excursions outside target range without hospitalization or medical intervention. Investigation included review of device alert history and user education. Investigation of this case revealed that the device produced alarms as designed and that user factors, including hearing limitations and learning-phase use with possible overcorrection behavior, likely contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related and therapy-adjustment factors considered contributory. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.